Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the corner of the display was purple. The customer stated, they were unable to read the insulin pump's display due to the anomaly. Customer was advised to disconnect from the insulin pump. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.